Event description:
Pt had an occlusion the previous evening and since that time has not been able to prime the pump. Pt did not take an injection however. Felt nauseous later in the day. Blood glucose (bg) level was 500. Pt took 20 unit injection to correct the bg level. Pt advised to drink lots of water and to call physician. Pt was walked through filling a new cartridge and priming techniques were reviewed with the pt. Still could not prime. Had pt replace batteries with the same result. Motor could not be heard in the background.